Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2026. On 04/16/2026, the patient felt something was off and was not feeling well. At that time, the cgm reading was 64 mg/dl, indicating hypoglycemia. The patient decided to drive to her doctor¿s clinic and while in the car, she ate raisins in an attempt to raise her blood glucose level. Upon arrival at the clinic, the patient lost consciousness. The patient was immediately transported to the emergency room (ER) and was treated with intravenous (IV) fluids. After regaining consciousness in the emergency department, the patient was given peanut butter and crackers by the nurse to treat the hypoglycemia. The patient was determined to be dehydrated. After several minutes, glucose levels were reassessed, and the cgm reading was 144 mg/dl while the blood glucose reading was 156 mg/dl. Despite the recent hypoglycemic episode, the nurse instructed the patient to administer insulin shot herself until the glucose readings decreased to 150 mg/dl. No further medication evaluation or intervention was reported and the patient was discharged after 5 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient was given IV fluid, the patient's blood glucose fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.